Event description:
N/a.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h10 the initial MDR for this complaint was sent in error as the specific sku (id4501i) for duragen is not sold in the us. Nevertheless, to close out this complaint, this follow-up MDR is being submitted. Investigation findings: the product was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. Based on the lack of sample availability and the assessment provided by medical affairs, there is no evidence of a causal relationship to the device. Also, neurosurgical post-operative wound infection is one of the most common complications following surgery which may be related to dehiscence, hemorrhage, and/or poor surgical technique. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that in (B)(6) 2023, duragen (id3301i) was used for meningioma removal surgery. On (B)(6), pus was found in the wound and it was cleaned. On (B)(6) the autologous bone was removed. The skull was constructed using artificial bone on (B)(6). Afterwards, the pus was also confirmed from the wound. On (B)(6), the artificial bones was removed and as of (B)(6), pus has been observed from the wound. Consideration was given as to whether duragen should be removed. No surgical delay has been reported.